Event description:
A customer reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. While waiting on hold for technical support, the issue resolved on its own, and the customer confirmed that no further actions were required. Technical support advised the customer to follow up if the problem persisted.